Manufacturer narrative:
(B)(4). We have requested the return of the complaint rd900 neopuff infant resuscitator for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in spain reported that the peak inspiratory pressure control valve of an rd900 neopuff infant resuscitator was faulty. There was no patient involvement.